Event description:
It was reported that the customer's blood glucose reached 20.3 mmol/l (366mg/dl), and the cannula was kinked. The pod was worn between 36 and 48 hours.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.